Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the y-site was confirmed; however, the exact mechanism could not be determined. Three huber plus infusion sets were returned for investigation. A microscopic examination of the y-site revealed that the valve housing was out of round. A luer taper gage could not be inserted into the y-site due to the deformation of the valve housing. A functional test revealed fluid leaking from the y-site valves due to the deformation in the valve housing. A review of the manufacturing records showed that the lot met all release criteria. The huber plus infusion sets are 100% leak tested during the manufacturing process. It appears that the y-site valve housing was deformed after the manufacturing process and testing. It is possible that the deformation was caused if the product was exposed to excessive heat outside bd control; however, it could not be determined where or how the product was damaged.

Event description:
It was reported that leakage from y site needleless connection during flushing on 3 needles. It was stated the devices weren't used on a patient. They found the leakage when they were performing the pre-flush prior to inserting the needle into the chemoport. Saline was used for flushing. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2454 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage from y site needleless connection during flushing on 3 piccs. It was stated the devices weren't used on a patient. They found the leakage when they were performing the pre-flush prior to inserting the needle into the chemoport. Saline was used for flushing. This report addresses the third device.